Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker performed the clinical review of the reported event and it was concluded that the device use may have contributed to the patient's reported outcome. The device was turned on and in manual mode. At device time¿s 2:35:49, 2:36:27, and2:36:51 the patient was in a shockable rhythm and no shock was administered. There is no indication on the pco file that a charge was completed. The key logs provided do not contain the event date, and therefore it cannot be confirmed whether the charge or shock button was actually pressed at those times. The device was switched to AED mode at device time 2:38:32, and the patient was in a non-shockable rhythm during all analysis. After switching back to manual mode at device time 2:51:58, the patient was successfully shocked twice for ventricular fibrillation. Since it cannot be verified whether the shock/charge buttons were or were not pressed, device use may have contributed to the patient¿s reported outcome.

Event description:
A customer contacted stryker to report that their device failed to deliver shock during intervention on a patient. The patient associated with the reported event did not survive.